Event description:
It was reported during in clinic follow up that the atrial lead exhibited high capture threshold. The patient was experiencing diaphragm stimulation, discomfort and difficulty breathing. The lead and pacemaker were explanted and successfully replaced.

Manufacturer narrative:
Correction: healthcare professional was not provided and shouldn't have been checked in g2. H6 updated with clinical codes.